Manufacturer narrative:
According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented by edwards lifesciences technical summary, , atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the conduction disorder is unknown, however, may be due to patient factors (not provided by the article) and/or mechanism described above. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Mansoor ahmad, j. N. (2019). Permanent pacemaker implantation after transcatheter aortic valve replacement: a cost analysis. Cureus.

Event description:
A single-center retrospective analysis of patients undergoing tavr from december 2012 to april 2019 was published in a journal article, ¿permanent pacemaker implantation after transcatheter aortic valve replacement: a cost analysis. A total of 382 procedures were performed with edwards sapien, sapien xt and sapien 3 valves. Of 382 patients 19 required ppm after tavr with a sapien 3 valve, 1 patient required a ppm with a sapien xt valve, and 1 patient required a ppm with a sapien valve. This complaint represents 1 patient who required a ppm who received a sapien xt valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference mfg. No. 2015691-2019-02836 and  2015691-2019-02841.